Manufacturer narrative:
System was used for treatment. Kit lot d139 was reviewed. There were no non-conformances related to the complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for alarm #16: collect pressure, alarm #54: anticoagulant line air detected or pressure dome membrane leak. However, a corrective and preventive action has already been initiated for complaint category pressure dome membrane leak. This assessment is based on the information available at the time of the investigation. The photo evaluation is still in progress at the time of this report. A supplemental report will be filed once investigation is complete. (B)(4). Device not returned.

Event description:
Customer called and reported they had an alarm #54 air in a/c line at the beginning of a double needle treatment. There had also been one alarm #16 for collect pressure. They could not see any air and everything seemed normal with the kit, except that the collect line seemed to be flat just before the collect pressure sensor. At the moment of the call, customer had decided to abort the treatment. This was after 68 ml whole blood processed and 4 min of treatment time. No blood was returned to the patient, who has stable and was not affected by the incident. Customer verified the removed kit and saw that once the patient was disconnected and the clamps were closed, the tubing was back to normal. However, at this point they discovered there was a leak at the collect pressure dome membrane. Clinical service specialist (css) explained that alarms for air in a/c and collect line could sometimes be related to poor patient access, and that one corrective action could be to decrease the collect rate. Css also explained how to spread the "arms" of the pressure dome when installing it on the sensors. Patient was started on another treatment without problems. Photos of the membrane leak were submitted for investigation.

Manufacturer narrative:
Photos associated with the complaint were returned for analysis. The complaint description noted an alarm # 54 for air in ac line, alarm # 16 for collect pressure and a leak at the collect pressure dome membrane. The alarm # 54 for air in ac line and alarm # 16 for collect pressure were addressed by the clinical services specialist during initial intake of the complaint. The root cause of the leak at the system pressure dome could not be determined from the photo analysis. (B)(4). Device not returned.